Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument there was discrepant results - false positives, running extended ebp assay. No patient impact was reported. The following information was provided by the initial reporter: customer called in reported for discrepant results - false pos, running extended ebp assay.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives" while running the extended enteric bacterial panel assay. Customer reported that they are noticing suspecting false positive results occurring across different lanes on instrument side a. These suspected false positive samples were rerun on another instrument and would then come up as a negative result. Customer database and log files were analyzed by service which revealed that there is evidence of drift in reader normalization. Fse was dispatched to the customer site where they performed re-normalization of the readers with new normalization cards and instrument alignments were performed including a calibration rack, which passed. The instrument was returned to the customer operating to bd specifications. This complaint is confirmed by service. The root cause cannot be determined with the information provided. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an elf/fai of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument there was discrepant results - false positives, running extended ebp assay. No patient impact was reported. The following information was provided by the initial reporter: customer called in reported for discrepant results - false pos, running extended ebp assay.